Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
Related manufacturer reference number: 2017865-2021-22992, related manufacturer reference number: 2017865-2021-22993, related manufacturer reference number: 2017865-2021-22994. It was reported that the patient has deceased. The cause of death was reported to be cardiogenic shock with acute on chronic systolic heart failure and ischemic cardiomyopathy. There is no known allegation from a health care professional that suggests that the death was device related.